Event description:
It was reported that during a sleeve gastrectomy procedure, the vessel sealer extend had unclamping issues and was stuck on tissue. The procedure was completed with no patient harm. On (B)(6) 2021, intuitive surgical, inc.(isi) followed up with the circulatory nurse and obtained the following information: the vse was clamped on omentum or stomach (he is not sure) when the unclamping issue occurred. The bedside staff tried using the emergency grip slider, but the instrument would not open. Tissue was cut to release the instrument and a backup vse was used to complete the procedure. The e-stop button was not pressed prior to the staff using the emergency grip slider. After removal of the instrument from the arm, the staff was able to open the jaws of the instrument using the emergency grip slider. There was no impact to the patient or procedure due to the tissue removal. There was also no bleeding seen. On (B)(6) 2021, isi followed up with the intuitive bariatric sales manager, who spoke to the surgeon and obtained the following information: the vessel sealer extend (vse) instrument was clamped on either stomach or omentum tissue, but not vascular tissue. There was no impact on the patient from the excision of the tissue as the excised tissue was part of tissue that was going to be transected as part of the procedure. No tissue repairs were done. There were no errors seen on the system. There was no sealing or cutting issue. The generator produced the appropriate tones. There was no tissue tension, calcification and previous exposure to chemotherapy or radiotherapy. The size of the tissue bundle was < 7mm and there was no hard material in the jaws of the instrument. The patient did not bleed nor receive a blood transfusion. Demographic information/medical history and relevant investigation was enquired but it was unknown.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "clamped on tissue and would not open". No damage was observed at the wrist assembly. Manual input of the grip open/close knob exhibit proper motion at the wrist. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The knife cut cleanly through test strip paper. The knife edges were not damaged. Cut test passed. Energy activation test was then conducted on system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No errors occurred during in house testing. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The usm was replaced as customer was having trouble using the vse on the arm. The system was tested and verified as ready for use. Fa of the usm confirmed and replicated the reported issue. Debris a/haze was found in the carriage assembly. A review on the system logs verified that the vessel sealer extend (vse) (part # 480422-01, lot #: m91210315-0256) was used in a sleeve gastrectomy procedure by dr. (B)(6) on (B)(6) 2021 on system (B)(4). A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. The logs were reviewed by intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: there were no errors recorded for the procedure. The instrument was swapped about 17 minutes after use. There is no record of the customer pressing the e-stop button. Failure to press the e-stop button prior to using the emergency grip slider would amount to mishandling/misuse. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was reported that during a sleeve gastrectomy procedure, the vessel sealer extend had unclamping issues and was stuck on tissue. The vse was clamped on omentum or stomach (he is not sure) when the unclamping issue occurred. The bedside staff tried using the emergency grip slider, but the instrument would not open. Tissue was cut to release the instrument and a backup vse was used to complete the procedure. There was no impact to the patient or procedure due to the tissue removal.